Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600 mg/dl and a no delivery alarm. Customer indicated that the alarm was resolved by a complete set change. Customer declined further high blood glucose troubleshooting. Customer was advised to call back if any further issues.